Event description:
It was reported in a journal article that three (3) hips underwent joint debridement due to suspicion of early prosthetic infection within 3 weeks postop. IV antibiotics were administered for 6 weeks with no further infection noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Cagri ors, md, remzi caylak, md, emre togrul, md. (16 june 2021). Total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study, 37 (2022) 103-109. Https://doi.org/10.1016/j.arth.2021.09.007. Foreign report source: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00599, 0001822565 - 2022 - 00600.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.